Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons were less or not responsive and also had motor error. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that there was cracks in insulin pump casing, chips on reservoir or battery cap area and no delivery alarms. The insulin pump will not be returned for analysis.